Event description:
Reportable based on analysis approved on (B)(6) 2013. It was reported that during a percutaneous coronary intervention crossing difficulty and interaction with the guide catheter occurred.. The target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. A 2.25x16mm promus element plus drug eluting stent was selected and advanced to the lesion but was unable to cross. When the physician removed it from the patient the device caught in the distal end of the guiding catheter. The devices were removed and the procedure was completed with a different device. No patient complications were reported and the patients¿ status was good. However, returned device analysis stent movement and damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was received for analysis. A visual and microscopic examination found that the entire stent had moved 6 mm distally with the distal side of the stent severely stretched distally. Crimp marks were clearly visible and balloon was not subjected to positive pressure. The distal outer was slightly damaged in two locations just proximal to the proximal balloon bond. The guidewire exit port was severely damaged. The midshaft and corewire were kinked just proximal to the port. The port was torn, likely due to excessive force applied during guidewire removal, and the outer was slightly stretched just distal to the port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).